Event description:
The customer states that the flat panel monitor of the cell-dyn 3200 cs 110 analyzer would periodically shut off during the morning workload. The customer would power the monitor back on, but again it would shut itself off. On this occasion, when the customer powered on the monitor, puffs of smoke came from the back of the monitor. The customer shut the monitor off and the abbott customer technical advocate advised the customer to unplug the monitor from the wall outlet. The customer states that no injuries occurred. There was no damage sustained to the surrounding environment. The cta will send a new monitor for the customer to install. There is no impact to patient management reported.

Manufacturer narrative:
A replacement monitor was sent to the customer. The customer stated on follow-up (14 april 2008) that the replacement monitor had resolved the issue and the system was performing per labeling. No further investigation was required. The cd3200 system operator's manual (06h60-01, rev m) states that in an emergency situation the customer should turn off power in any order as quickly as possible (page 5-62, 5-100). Section 8, on hazards, states that basic electrical hazard awareness is essential to safe operation. Nothing should be disconnected while the power is on and to follow directions to power down the instrument and all connected equipment before performing any tasks such as maintenance or moving equipment (p. 8-4). The manual does recommend, under installation procedures, that adequate space be left around the instrument to allow the instrument to be disconnected easily from the power source (p. 2-3). No systemic issues were identified. This is a final report.